Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) planned to electively be replaced during a pocket revision. The device was turned off prior to the procedure. Following the use of electrocautery, the device began to beep. After the device was taken out of the pocket, it delivered a shock while the physician was holding the device. The leads were still connected. Radiofrequency telemetry was lost, so wanded telemetry was established. Upon device interrogation it was noted that the device was in safety mode. The device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted no irregularities within the lead barrels or the lead terminal blocks. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. Additionally, the device recorded a code due to a detection of energy on the lead(s). The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.